Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "there are unexplained air bubbles in the coagulant in the tube, which may lead to the failure of the blood collection. Replaced immediately."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.